Event description:
Noise was reported on this rv lead via home monitoring. The short rv interval counter began to increment around may 2023 after trending at 0 previously. The rv sensing trend varies widely. Threshold and impedance trends remain stable and within normal range. The patient will be brought in for evaluation. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.